Event description:
About two months prior to the date of this report, it was reported that the patient experienced a loss of therapeutic effect. The patient stated that everything worked ¿like it should¿ when they first got the implantable neurostimulator, but now ¿it¿s not doing anything¿ which had been going on for 3 weeks. The patient discussed the need to increase the stimulation and how long they should remain on the programs. The patient did state that they needed assistance on ¿how to operate this thing¿. Information received as of the date of this report indicated the patient has had a ¿constant¿ return of symptoms since (B)(6) 2013. It was stated the patient went through airport security and their device was not turned off. Since then, their device had ¿not worked.¿ the device was confirmed to be on at the time of the call. The patient had increased stimulation many times, even to the ¿upper limit¿ and it had not helped. Other programs also did not help. It was noted the patient did feel stimulation and experienced no stimulation sensation. It was unclear if the patient felt stimulation at the time of the call. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va08f3g, implanted: (B)(6) 2013, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer. (B)(4).